Manufacturer narrative:
The device, used in treatment was returned for evaluation. Visual inspection of the returned device confirms that the device is broken and damaged. The device was manufactured in 2013. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of complaint history for the listed part revealed no prior complaints . The device is a reusable device that can be exposed to numerous surgeries and cleaning cycles. Probable causes that could contribute to the reported event, as reusable instruments are susceptible to damage from prolonged use and through misuse or rough handling. To avoid compromised performance or damage, it is recommended the device be inspected prior to and after each use and cleaning. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further actions are being taken at this time.

Event description:
It was reported that the movement mechanism of the journey dcf ap femoral cutting block 6 fell apart when the sales rep was preparing the item for use: there is a piece on the cutting block that controls that height at which the cutting block sits on the femur. This piece that allows it to move up & down broke off. Nothing fell into the patient, no harm to patient, s&n backup used. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
E1: information was corrected.